Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. In addition, the patient also developed infection. This lead was surgically abandoned and replaced. No additional adverse patient effects reported.